Manufacturer narrative:
No parts have been received by the manufacturer for evaluation because it was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that an external base screw broke off during removal. The health care professional used a burr to remove it from the skull. There was a 2-3 minute delay in the procedure. No impact on patient outcome.